Event description:
Customer stated that she was seeing the word lo on her elite xl and that she was getting higher blood readings as well. Customer stated that two nights ago, her reading was 358 mg/dl, and then the following morning was 52mg/dl, and at 7am this morning was 201mg/dl. Customer also stated that about 2 weeks ago she tested and got a result of lo, tested 2 more times and got lo. Tested a fourth time and got a result she believed was accurate because it was close to her normal readings. Customers normal reading is above 200 mg/dl. Difference between lo & 200 mg/dl falls in "c" zone of parkes error grid, making the difference clinically significant. Found out that customer has improper sampling technique. The customer did not allege any adverse events due to the readings. No product is being returned due to the redings. No product is being returned due to customers improper sampling technique corrected.